Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer stated that paramedics were called to low blood glucose three times. Customer stated that she could not hear the cgm alarms, fortunately someone was home with her. Customer stated that she had a seizure due to low blood glucose. Customer refused to be taken to hospital by paramedics. Nothing further reported.